Event description:
On (B)(6) 2013, the maquet (B)(4) contacted the maquet service department about a cardiohelp unit (article number 70104.8012; serial number unknown) in which a customer (customer information is unavailable) was reporting that the calibration of the touchscreen is off every other day. (B)(4).

Manufacturer narrative:
(B)(4). The (B)(4) was contacted about the issue. He was unable to recall who the customer was, which service technician contacted him about the issue, or whether a service order was issued for the complaint. The complaint was therefore not confirmed and no evaluation was performed. (B)(4).